Event description:
The lay user/patient contacted lifescan (lfs) on august 20, 2006 and alleged that his one touch ultra meter kept giving the error 5 message. The medical affairs specialist (mas) was unable to reach the patient via phone after several attempts. A letter was also sent to the address provided. The mas reviewed the recorded telephone call in order to classify the case. The patient reported that he was repeatedly getting error 5 message on the subject meter. It is not known as to how long he was not able to test his blood glucose. In 2006, at 12:30 pm, he was feeling fatigue, sweaty, and had frequent urination. He attempted to test on the meter, but received the error 5 message. He then took an extra pill of metformin (500 mg) and contacted the hospital. He was asked to come in. There is no information provided regarding the hospital visit or the treatment. Therefore, it is not known if his blood glucose level was checked at the hospital and if he was administered any medical treatment. The patient also reported that he tried to perform a control solution test, but received the error 5 message and then called lfs. At the time of troubleshooting, it was verified that this was not a new product. He was walked through inserting the test strip, check the meter settings, and place a control solution drop at the edge of the test strip. The meter displayed error 2 this time. The control solution test was repeated two more times, and both times, the meter displayed the error 2 message. Therefore, the issue was not resolved. Although, the hospital visit information is not provided, this complaint is reported because the patient was not able to test on the meter due to the error 5 issue and while experiencing the meter issue had developed symptoms. The meter issue was not resolved with troubleshooting. A replacement meter, control solution, and test strips were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.